Event description:
Related manufacturer reference number: 1627487-2023-01619. It was reported that after the lead and ipg were implanted, impedances measured high and returned to normal. As a result, surgical intervention occurred wherein the lead and extension were explanted and replaced, addressing the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Conclusion: the reported event of high impedances was confirmed. As received, the continuity testing showed channel #1 electrical open was found on the returned lead. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The reported event of high impedances was confirmed. As received, the continuity testing showed channel #1 electrical open was found on the returned lead. The cause of the event is consistent with damage during use.